Event description:
Breast implant illness with silicone rupture. Left sided trigeminal neuralgia and persistent left arm pain. Arthritic symptoms, inability to regulate thyroid, 60 lbs. Weight gain, depression. FDA safety report ID# (B)(4).